Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump became unresponsive with a blank screen despite showing a green charging light and attempts to charge on multiple outlets; the device had shown a partial charge earlier the same morning and then would not power on, and a replacement device was arranged. Symptoms included no reported blood glucose issues. Outcomes included the user transitioning to backup therapy and continuing cgm use via the dexcom app or receiver. Investigation included basic troubleshooting over the phone and instructions to shut down the device to prevent further alerts, with data sync to the mobile app prior to return and a shipping label provided for return and inspection of the returned device. Investigation of this device revealed a suspected device malfunction related to the display or power subsystem resulting in a nonresponsive screen, with no effect on glycemic control reported. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction.